Event description:
It was reported that the "cath broke apart while inside the pt. The surgery was extended in order to retrieve the broken piece of the cath."

Manufacturer narrative:
An investigation has been initiated. The facility has been contacted to request add'l info and the return of the device for evaluation. When the investigation is complete a final report will be submitted.